Event description:
4 months after the revision surgery for loosening of the cup and instability, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully

Manufacturer narrative:
Batch review performed on 18 june 2025 (B)(4) items manufactured and released on 04/05/2022. Expiration date: 24/04/2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved: liner: impact 01.32.4052hct flat pe hc liner ø40/g (k103721) lot. 2312023 batch review performed on 18 june 2025 (B)(4) items manufactured and released on 13/07/2023. Expiration date: 28/06/2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.